Event description:
A patient reported no symptom control and their implantable neurostimulator (ins) had to be moved. The patient noted the ins was implant just under the skin and stuck out too far. The patient noted after the moved the ins it is still sticking out, but not as far as it was. There were no traumas or falls associated with the issue. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient that indicated that the patient was unsure what led to not having symptom control. It was noted that they never had symptom control. They wanted to believe it was working, but would end up leaking. It was mentioned that they started wearing pads, but it continued to worsen even with adjustments. One time they leaked so much that they had to go get dry jeans, so everyone did not notice what had happened. It was also indicated that the ins being stuck out too far from the skin was not resolved. Another surgery to move the device was going to be done since the last surgery didn't work. The patient stated that it was still too close and hurt when they rolled over in bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.